Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device was faulty. There was an e6 error code for the safety device locking mechanism, hand tip did not work and further component damage due to improper cleaning and maintenance. The device was replaced and sent to customer on (B)(4) 2012. Serial number (B)(4). Mfg date: june 2010.

Event description:
Customer reported a device error code, e6. The device does not reach 47,000rpm. This is report 1 of 1 for #(B)(4).